Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: this is an analysis of six photos submitted for evaluation. During the visual analysis the following was observed: the photograph shows the device in its original packaging. The picture is not clear to determine the reported condition. Based on the set of photos review, no conclusion or root cause could be determined. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2022 and the absorbable strap was used. It was reported that the device was damaged when used, so the contents of device could not close completely when used, and the doctor tried again to fairing the device 2 times, the contents of device still came out which could not close completely. So the operation was continued by opening the new devices. The procedure was successfully completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/20/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # pc(B)(4) date sent to the FDA: 09/08/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information provided: "devices can be returned, and the position of devices is still in hospital." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.